Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed, and each port measured as expected. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker device was explanted due to high impedance. At this time, no further information is available. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker device was explanted due to high impedance. At this time, no further information is available. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker device was explanted due to high impedance. At this time, no further information is available. No additional adverse patient effects were reported. The device is expected to be returned for analysis.